Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to a recurring bacterial infection at the implant site. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was also reported that the patient was prescribed with oral antibiotics (specific date and duration not reported).